Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: surgeon was implanting an exeter stem. Surgeon stated cement was runny when scout nurse told him the time was 3 minutes. Surgeon implanted the stem at approximately 6 mins (unsure exact specific time). Whilst implanting, surgeon appeared to not be able to insert the stem deep enough. Surgeon stated he believed the cement had gone off early than he anticipated. Surgeon attempted to pull out the stem with difficulty. The surgeon eventually got stem out. Surgeon used instruments to remove cement and implanted a smaller sized stem. Approx 15 minute surgical delay. Primary left.